Manufacturer narrative:
The anesthesia workstation was investigated on site and the nozzle unit from the air gas module was replaced. The anesthesia workstation was successfully tested and returned to clinical use. The replaced nozzle unit was scrapped and could not be returned for investigation. The nozzle unit is a part of the gas module that regulate the inspiratory gas flow to the patient. An evaluation of the received logs confirm a flow increase from the air gas module leading to alarms for low fio2 and alarms for high airway pressure. Pm is performed every 5000 hours of operation or at least once a year. The nozzle units have a predetermined lifetime and is replaced at the extended pm every second year (24 months interval). It is possible that the replaced nozzle unit contributed to the reported issue but without having been able to investigate the replaced part, the true cause of the reported event cannot be determined.

Event description:
Manufacturer ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while on a patient, the anesthesia workstation generated alarms for low fio2. There was no patient harm. (B)(4).